Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. Upon visual inspection, pinholes were found on the tubing. The cause of this confirmed condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of an actual used interlink set in which there was a hole detected in the tubing between the y-site and the drip chamber. This was noticed during priming with saline. There was no patient involvement or medical intervention necessary. No further information is available at this time. This is report 2 of 4 of the same reported problem from this facility.